Event description:
The customer reported elevated thyroid-stimulating hormone (tsh) results, above the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing recovered lower results, values were within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and completed system hardware verification. The fse noted the main pipettor was worn and replaced the pipettor. The fse removed and cleaned wash station insert. The fse performed multiple precision studies using wash buffer, patient sample, and quality control (qc). All results were within specification. The fse reviewed system check data. System check performed on (B)(6) 2012 passed within specification. The customer performed system check weekly. The unit conformed to the manufacturer's published performance specifications. Eval codes: pipettor.